Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the pump keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the display lens leak with evidence of moisture corrosion inside all internal pump and display board. The display became blank at power up with audible and vibe. The keypad is intact with no evidence of peeling or damage all keys are responsive with no contamination found.